Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9233914. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked before use while inspecting the indwelling needle. The following information was provided by the initial reporter, translated from chinese to english: "the vein channel was established for the patient. The indwelling needle interface was found to be leaking during the inspection of the indwelling needle. The new indwelling needle was replaced for operation without affecting the child".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked before use while inspecting the indwelling needle. The following information was provided by the initial reporter, translated from (B)(6) to english: "the vein channel was established for the patient. The indwelling needle interface was found to be leaking during the inspection of the indwelling needle. The new indwelling needle was replaced for operation without affecting the child".